Manufacturer narrative:
B3; the event occurred on an unreported date in may 2023. B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of his report, the patient was discharged from the hospital however, the patient outcome was not reported. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized or treated for the peritonitis. The cause of the peritonitis was unknown. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.